Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found for the 6mm x 2.7mm locking screw (part number rbl1221, lot number 550032). However, the locking screw was not returned for evaluation.

Event description:
(Report 9 of 17) it was reported during surgery when the surgeon was tightening the screws the screwdriver rolled over the screws preventing them from locking. The surgery was completed after a 40-minute delay. There were no other adverse patient consequences reported. There are 17 related report numbers for this event 3025141-2024-00424 through 3025141-2024-00440.